Manufacturer narrative:
According to available information, no return of product is intended. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this left ventricular lead displayed loss of pacing and abnormal threshold measurements. A revision procedure was performed, this lead was removed and replaced. No adverse patient effects were reported.